Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced a stroke and it was unknown if it was related to the device/therapy. No other information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.